Event description:
It was reported that the sensing decreased on the right ventricular (rv) lead after four days. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.